Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the numbness has resolved.

Event description:
It was reported following an implant procedure on (B)(6) 2023 the patient experienced numbness in his lower body. The patient was admitted to the hospital on (B)(6) 2023 where a blood clot was removed to address the issue. Patient has some feeling back and was sent to rehabilitation for treatment.

Manufacturer narrative:
Date of event is estimated.